Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4 device history review part: 03.010.473 lot: l597178 manufacturing site: haegendorf release to warehouse date: (B)(6) 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6 investigation summary. The stationary t25 tip of the received inter-lock is totally stripped. The movable part of the tip is just slightly damaged. The device is not functional anymore in the current condition. The relevant dimensions cannot be verified anymore due to the damage of the tip. The review of the manufacturing documents has shown that the device did pass all functional test after manufacturing, based on that a dimensional issue can be excluded. The tfna surgical technique was reviewed. The received inter-lock screwdriver, part 03.010.473 can be used as alternative to the massive screwdriver stardrive, t25, self-holding, length 319 mm, part 03.010.518 for the insertion of the locking screws during freehand distal locking. Both screwdrivers are part of the instrument set. The complaint is confirmed as the received inter-lock screwdriver is not functional anymore with the stripped tip. There is no indication of any manufacturing related issue. This lot of 24 pieces was manufactured in november 2017 and we are not aware of any other complaint for this article- and lot number combination. The stationary tip of the t25 is totally stripped while the movable tip is just slightly damaged. This indicates that the device was exposed to high force, based on the provided information most likely by an excessive contact with the nail during the insertion of the first locking screw, while the movable tip was not fully inserted into the recess of the locking screw. This did lead to a mechanical overload and the damage of the tip. Finally the screwdriver was not functional anymore for the remaining locking screws after this damage occurred. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the patient underwent an unknown surgery with the trochanteric femoral nailing system advanced (tfna) long for a femoral subtrochanteric fracture on (B)(6) 2019. During distal side stopping, the surgeon made a preliminary hole with a bone punch and then drilled the bone with a radiolucent drive with a trauma recon system (trs) and measured the depth. The surgeon then attached a locking screw into an inter-lock screwdriver and then tried to insert the screw into the bone. When the screw reached the nail, the screwdriver could not rotate further and the screw could not advance. This occurred at two distal holes out of three. Finally, the surgeon was able to insert a screw in the middle hole out of the three distal screws and not at the other two distal holes. According to the surgeon, the screw came off the inter-lock screwdriver many times when he was trying to insert the screw. Two screw holes remained open. The patient is in the hospital and non-weight bearing will be extended longer than originally expected since the distal side stopping was done by one screw only. The surgeon commented that the screws should have attached to the screwdriver more firmly and the nail might have been tilted during screw insertion causing misalignment of the hole direction. There was a surgical delay of sixty (60) minutes. Procedure and patient outcome are unknown. Concomitant device: tfna nail (part/lot unknown, quantity 1); screw (part/lot unknown, quantity 1). This report is for a screwdriver. This is report 1 of 4 for (B)(4).